Manufacturer narrative:
(B)(4). The device has been returned for analysis. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hemi hip arthroplasty one of the bipolar hip trials internal ring snapped. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by return of the device. Visual inspection confirmed the ring had fractured into two pieces. Review of the device history records for reported component identified no deviations or anomalies that could contribute to the reported event investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.